Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented in clinic for follow up. Patient had noticed a small hole on pocket incision line. In clinic it was confirmed that there was a small hole on incision line and small part of the device was visible. It was also noted that there was redness and swelling to the left pectoral region. The origin of the infection was unknown. The device system was explanted on (B)(6) 2018. The patient's condition was stable before, during, and after the procedure. New system was implanted on the right pectoral side on (B)(6) 2018.